Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event date was changed to (B)(6) 2014.

Event description:
It was reported there was an infection at the stimulator pocket. The device was explanted and antibiotic treatment was administered. The event was noted as resolved.